Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported fortuitous rupture of the left device. Patient wanted to remove the device in order to get a smaller one. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported fortuitous rupture of the left device. Patient wanted to remove the device in order to get a smaller one. Device has been explanted and replaced with non-allergan device.